Event description:
A customer contacted beckman coulter inc. (Bci) regarding a light yellow leak under hydro area on synchron lx20 pro clinical system and on the floor. No injury was reported.

Manufacturer narrative:
Customer cleaned up the leak and has not seen the leak again. A field service engineer (fse) inspected the instrument and found no sign of leak. The fse primed hydro and all diagnostics values were within range. The fse was unable to reproduce the leak or errors. Root cause of this event is unknown.